Event description:
A surgeon reported that air came into the irrigation line while using the irrigation function, during surgery. The "air line was clamped". There was no pt impact reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).